Event description:
Patient reported capsular contracture baker grade unknown and lump in armpit on unspecified side against an unknown mammary breast implant device. . The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and lump in armpit.